Manufacturer narrative:
Concomitant medical products: d314trg, ICD, implanted: (B)(6) 2011; 6957j, lead, implanted: (B)(6) 1988.

Event description:
It was reported that the patient was scheduled to have two right ventricular (rv) leads removed prophylactically. However, the first rv lead was pulled back through the occluded subclavian from the heart to the right atrium. The lead was snared in the middle, but broke in that same location. The physician was able to pull the proximal portion of the lead from the left clavicle and the distal portion from the femoral workstation. The lead was explanted and replaced. The second rv lead was explanted without successful retraction of the helical screw. The lead was explanted and not replaced. During the extraction procedures, the physician noted the patient's left ventricular (lv) lead was pulled back but still functioned with poor capture thresholds. No intervention was completed with the lv lead due to time of procedure. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.